Event description:
The hcp (nurse) reported the pt had been implanted "earlier in the day" with a pump filled with dilaudid 20mg/ml and programmed to a simple continuous infusion of 1mg/day with a priming bolus. The pt also has a morphine pca - pt controlled anagesia. The pt had a respiratory arrest. The pt was treated with boluses of narcan and placed on a narcan drip. The pump was programmed to a minimum rate and the pt was admitted to the intensive care unit for evaluation.